Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the battery fails to retain a charge. Despite being charged overnight and indicating a full charge, the battery discharges within fifteen minutes when used without ac power.

Manufacturer narrative:
Investigation outcome: it was reported the battery will not hold a charge, as it depletes fully within fifteen minutes of the device running on battery. Device logs were not provided with this complaint. No patient involvement. Local service engineer identified the battery as the defective component. Replacement of this part resolved the issue, and the device was returned to the customer. The device was functional on ac and it was detected during testing phases of the device. Hamilton ventilators are subject to a mandatory preoperational check before clinical use. This routine procedure includes verification of external power functionality, battery status, and alarm operation. As such, any battery-related issue would typically be detected and resolved prior to patient connection, thereby preventing the risk of unnoticed malfunction during therapy. This case is considered as closed.